Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), one bottle containing patient sample leaked in transit. No patient impact reported.

Manufacturer narrative:
Investigation summary: customers claim a sunken/wrinkle septum and leakage defect. Photo of a wrinkle septum was received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for sunken septum or damage septum. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. In addition, five (5) samples were randomly selected and inspected for cap seal integrity with satisfactory results. Vacuum draw test was performed with satisfactory results. Complaint is confirmed based on photo received. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that when using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), one bottle containing patient sample leaked in transit. No patient impact reported.